Manufacturer narrative:
MFR's investigation determined that the siderail was damaged due to customer misuse causing the siderail to crack and sharp edges resulted.

Event description:
It was reported that the top right siderail was broken. No adverse consequences reported.